Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had a e315 error. Vertical stripes appeared on image after it dried. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely electrical problems such as signal loss or circuit breaks. The most likely cause of the complaint is expected to be a predictable or random component failure, rather than a design or manufacturing issue. However, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.